Manufacturer narrative:
Additional information is provided in h3, h6, and h10. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in fair condition. The housing was damaged and the screen was cracked. The investigation found that the piezo was not working. Event history log review found no related errors. The root cause of the reported issue could not be confirmed actions were taken to mitigate the reported issue: as preventive measure, the front and the rear piezo were replaced.

Event description:
Information was received indicating that the speaker alarm was not working on a smiths medical cadd-legacy plus pump. It was reported that the issue did not occur while in use with a patient. No adverse effects were reported.